Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h10i22029, h10i10065), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up call for an unrelated issue, the peritoneal dialysis (pd) nurse reported the patient was in the hospital for peritonitis. The pd nurse was not sure what caused the peritonitis. The rn stated that the hp might be discontinuing the homechoice. Additional information was received from the pd nurse on (B)(6) 2011. The patient was diagnosed with peritonitis on (B)(6) 2011 and treated in the office with antibiotics. The next day the patient experienced increased pain and cloudy effluent and went to the hospital where he was admitted. There was no exit site or tunnel infection. While in the hospital, the pd catheter was removed and it was recommended that the patient begin hemodialysis. The patient did not want to start hemodialysis and chose to discontinue dialysis therapy on (B)(6) 2011 and expired on (B)(6) 2011. The cause of death was related to the patient discontinuing dialysis. The pd nurse stated the cause of the peritonitis was unknown. No additional information was provided.